Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not trigger an elective replacement indicator (eri), even though the monitoring voltage represented replacement.